Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer, therefore, evaluation of the device was not possible. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 24-year-old male had a impella cp implanted, and the medical staff was having difficulty delivering the impella pump due to the patient's tortuous vasculature. After several failed attempts they were finally able to deliver impella successfully. There was no patient harm reported.

Event description:
During support it was reported that the patient was febrile, hypotensive, tachycardia (tachy) and had increased chest tube bleeding, was given packed red blood cells. In addition, it was noted that heparin was removed from the purge due to subarachnoid hemorrhage. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07209 was provided in sections b1, b2, b5, h1, and h6.